Event description:
It was reported that the lv (left ventricular) lead dislodged, with the patient reporting not feeling well. It was further reported that the physician felt that the device longevity was "horrible", as the physician felt the outputs had been low. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62, lead, implanted: (B)(6) 2012; 5076-45, lead, implanted: (B)(6) 2012. (B)(4).